Event description:
Procedure: lobectomy. According to the reporter: after use on patient a doctor had a difficulty in removing the device from the trocar. When he pulled it strongly, it broke. When the broken device was inspected, it was confirmed that some of the broken parts were missing. After searching for them inside of the thoracic cavity, nothing could be detected in the patient. X-ray imaging was used but nothing was confirmed inside of the patient. The procedure was converted into the open surgery, however no broken part could be detected and the case was closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).